Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while in surgery, the surgeon had trouble threading the locking drill guide. During an open reduction internal fixation surgery on the metacarpal of a male patient said to be in his (B)(6), the surgeon could not get the drill guide to thread into the plate for screw insertion. The guide did not look worn out and did not contain any signs of damage. The surgeon successfully implanted the plate with a one (1) minute time delay. This is report 1 of 1 for (B)(4).